Manufacturer narrative:
Follow-up # 2 ¿ (6/20/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 1/17/2013 and 5/24/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up (2/8/2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient in france contacted lifescan (lfs) to report the one touch veriopro meter was giving inaccurately high readings. The patient obtained the blood glucose reading of 154 mg/dl on the reported meter, and the laboratory results of 111 and 119 mg/dl within 10 minutes. The patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. There was no reported patient injury associated with this issue. The patient did not suffer any injury due to the reported meter. There was no patient injury associated with this issue. However, as the test results fell outside expected values for accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.